Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: there was moisture observed behind the display lens and in the battery compartment. The leak test was performed and failed due to the display lens leak. The pump was opened and moisture was observed internally. Unrelated to the original complaint, the pump would not vibrate, but audio functioned properly. The vibration motor was connected to an external power source and the vibration worked properly. The battery compartment was cracked. The keypad cover was intact, but all buttons had an intermittent response. The keypad was removed and contamination was not found under the contacts. There was evidence of moisture found on the keypad flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.